Event description:
As reported by the importer: pump ran too quick.

Manufacturer narrative:
(B)(4). We received one used accuflo 10ml/h 270ml without package. The received sample was subjected to a visual exam. Pre-damages that would lead to a malfunction were not detected. Afterwards the pump was filled (270ml) with nacl 0.9%. Leakages were not detected. After opening the white clamp the pump start immediately (solution not running). The sample works properly. The accuflo was tested for precision (emptying time and the flow rate). Nominal: completely filling of the samples/localizing of the emptying time and the flow rate (unit of measurement is ml) / conversion to ml per hr / comparing with reference sample. Nominal: 10 ml per hr. Actual: 9.9 ml - 1hrs; 20,4 ml in 2 hrs; 31.2 ml - 3 hrs. The checked samples agree with the specifications. We have informed our production site accordingly. The result of reviewing batch history record of product accuflo 10 ml/h 270 ml code (B)(4), batch no. 2f21f01001 found this batch was mfg on 21 jun 2012 and did not find any nonconforming. Our mfg process, we have sampling using sterile water both in-process inspection before sterilization and final process inspection after sterilization found no defect of pump does not run and flow rate testing after sterilization for product final release of all 8 samples are within specification. No specific conclusion can be drawn.